Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was explanted as the patient felt nauseous after implantation, having some sort of imbalance, and could not tolerate the iol. The doctor doesn't attribute the patient's symptoms to the product. The patient had the iol exchanged with a monofocal, model zcb00 lens and feels and sees a lot better now. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.